Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a procedure performed on (B)(6), 2025. During the procedure, it was reported that the balloon burst. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter phone: (B)(6); reported here as the initial reporter phone number exceeded character limit for the designated field. Block h6: imdrf device code a0402 captures the reportable event of balloon burst.